Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.75mmx24mm synergy drug-eluting stent, as the physician took off the protector, the stent got stretched. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: synergy ous mr 2.75 x 24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent struts lifted, pulled and stretched in a distal direction on the balloon. Some struts were pulled over the tip. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. There was no damage on the first two proximal struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was evidence of crimp stent marking on the balloon body indicating crimp contact between the coated stent and the balloon. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.75mmx24mm synergy¿ drug-eluting stent, as the physician took off the protector, the stent got stretched. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.